Manufacturer narrative:
The reported event that locking screw anchorage ø3.0mm / l20mm was alleged of 'poor fixation' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, the most likely root cause of this positioning issue is user related. When too much torque is applied during screw insertion, it can happen that the screw goes through the plate. Please note that operative technique an-st-1 en rev 2 anchorage optech reads: "note: all threaded holes can accommodate either locking or nonlocking screws (3.0mm and 3.5mm diameter). The compression ramp only accepts 3.0mm nonlocking screws. Applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening." [Original statement - page 5] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The sales rep reported that the screw would not engage with the plate. During a bilateral mtp fusion, the 3mm distal screw did not engage with the plate and pulled through. A 3.5mm screw was used instead and this worked fine. There was no delay as a larger screw was immediately available.